Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision hip(s) revised: righttype of hip replacement product: asr xlreason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Reason(s) for revision: alval/ soft tissue reaction.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint. Asr revision recommended. Hip(s) to be revised: right type of hip replacement product: asr xl. Reason(s) for revision: unknown. Update: added revision date received: (B)(6) 2013 and reason for revision received: (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Complainant. June 16, 2017: additional information received. Reason(s) for revision: alval/ soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.